Event description:
In 2007, this patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a contralateral leg component. The thirty day follow-up showed an unspecified endoleak. Thirty days later, a follow-up angiogram showed a proximal type I endoleak. During a reintervention four months later, an aortic extender component was placed. This did not resolve the endoleak. A thirty day follow-up has been scheduled.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.